Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The user facility was able to provide new patient and procedural information, which was updated in the appropriate sections. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
A further review of this event was performed and identified a change in the MDR reportability pursuant to 21 cfr part 803. Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number. Visual inspection: received one denali femoral filter delivery system in a sample return kit. The sheath was returned in two segments. The delivery pusher catheter was kinked approximately 56.6 cm from the distal tip of the pusher pad. It is unknown how or when the kink to the pusher catheter occurred as it was not reported by the user. No anomalies noted to returned dilator. The filter was not returned. Functional/performance evaluation: the storage tube and introducer sheath were examined under microscopic magnification (15x) and diagonal inner surface skiving was identified on both the storage tube and introducer sheath. The skiving is most likely due to the filter feet as it was being advanced through the sheath. No other anomalies were located on the returned device. All measurements met the required specifications medical records review_ image/photo review: medical records were not provided. No images or photos were provided. Conclusion: this complaint investigation is confirmed for failure to advance, as skiving was present in both the storage tube and introducer sheath. Labeling review: the denali vena cava filter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during advancement of a vena cava filter, the filter became stuck inside the delivery sheath. The entire filter system was removed and another filter was deployed successfully. There is no reported patient injury.